Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation, however, it was reported that suturing in the region of the coronary artery may have contributed to the clinical observation. (B)(6). (B)(4).

Event description:
Medtronic received information that during implant of this mitral ring a myocardial infarction occurred. Intraoperative right coronary artery occlusion was diagnosed immediately postoperative via angiography. The myocardial infraction was caused by suturing the annuloplasty device in the region of the right coronary artery. A coronary artery bypass was performed using a graft from the left internal mammary artery (lima) to the right coronary artery. No other adverse patient effects were reported. It was noted that the patient did not have a medical history of coronary artery disease or myocardial infarction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.